Event description:
It was reported that a malfunction occurred on pump, with no notable events prior to the issue and a malfunction alarm displayed that caller was able to reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if problem returned.